Event description:
Facility reporting header cap blood leak with first use. This is the second incident of two reported from this facility with this lot number. There was no defect seen. Estimated blood loss from the leak was reported as "large". Healthcare professional unable to provide an estimated volume of blood loss by the pt. It was reported that the pt did become symptomatic and required a transfusion on 1/26/99. The pt complained of fatigue; the hematocrit pre-incident was 31% and post event was reported as 28%. Further pt info has been requested for evaluation of this complaint. 1/27/99 info from healthcare professional reporting blood loss as 600 cc due to the actual blood loss and the volume of the extracorporeal circuit of blood. MDR filed due to medical intervention and blood loss reported.